Manufacturer narrative:
Device evaluation summary: the stent was not positioned between the markerbands as per specification due to severe stretching of mid and distal struts. The mid dle and distal struts were stretched over the distal tip. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a endeavor resolute rx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting 90% stenosis in the circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed. The lesion was not pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It was reported that the device could not be positioned in the lesion and when pulling out the stent deformed. It was stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.